Event description:
Complainant alleged that during the monitoring of a pt (age and gender unknown) the screen display went blank. The medics continued to monitor the pt's heart rhythm via the device recorder. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.